Manufacturer narrative:
The pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed dark stools and frank blood. At the time of the event, the patient was taking aspirin and warfarin. On (B)(6) 2017, the patient had an inr of 3.57 and hemoglobin of 7.4 g/dl and the anticoagulation was subsequently decreased. On (B)(6) 2017, the patient had a hemoglobin of 6.3 g/dl and inr of 1.79. The patient was hemodynamically stable, but orthostatically hypotensive. The patient was admitted to the hospital for fluid resuscitation and was transfused with 2 units of fresh frozen plasma for inr, and 3 units of packed red blood cells. An upper endoscopy performed on (B)(6) 2017 was negative; however, a video capsule endoscopy performed on (B)(6) 2017 showed erosion and an arteriovenous malformation (avm) in the small bowel, and a possible avm in the cecum with no active bleeding. It was reported there would be no further intervention unless bleeding resumed. The gastrointestinal bleeding resolved on (B)(6) 2017. No additional information was provided.